Event description:
At the change of shift, it was noted that heparin drip was running at 1.5 ml/hr and the pump was not programmed for heparin. The rate was changed to 15 ml/hr and the pump programmed for heparin. After calculating how long the rate was in error, a heparin bolus was given and labs drawn one hour later. No adverse outcome to the pt. The nurse who programmed the machine inadvertantly hit the decimal point while programming the rate.